Manufacturer narrative:
Evaluation method: electrode belt sn (B)(4) was returned to zoll manufacturing corporation for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she was burned by the front therapy electrode pad. The patient reported that the burn had improved, but now her skin was "hot to touch and red with a burning sensation." Download data reveals that the patient was not treated. The electrode belt was returned to zoll for evaluation and was found to be fully functional. A support services representative was sent to evaluate the irritation and the belt and indicated that the patient had an "impression" under the front therapy electrode pad, but not a burn nor a rash. The patient's physician advised the patient could remove the lifevest for short periods of time. The medical outcome of the irritation is unknown.